Event description:
Customer reported via phone call to have received a failed battery test, weak battery and bad battery alerts. Customer's blood glucose was 243 mg/dl. Troubleshooting was performed and customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.